Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when doing a scan and plan and trying to import the scan from a usb, the software would not move past loading the first slice. The manufacturer representative performed two spins and attempting to import the scans, but the scans was stuck loading slice 0 of 196. A soft reboot was performed, but the issue was unresolved. The representative then had to send the arm because it was no longer aligned, but that did not resolve the issue either. The representative then attempted to perform a CT to fluoro and imported known working scans. There was no patient harm reported. Additional information received from a manufacturer representative reported that the delay to the case was 30-45 minutes. The case was completed using the robot. The representative exited the scan and plan procedure and loaded the scan as their CT and they did a CT to fluoro registration. Additional information was received. There was no impact to patient's outcome.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # (B)(4). Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.